Event description:
The pt was reoperated because echo and cine studies showed one leaflet stuck closed. The valve also had higher than usual gradients. When the pt was opened, the surgeon could find nothing wrong with the valve and no reason for a stuck leaflet. The valve was replaced anyway as a precaution. The pt recovered.

Manufacturer narrative:
Valve is being evaluated for mechanical function. Clinical studies are being evaluated by independent medical experts. Conclusions await those analysis.